Event description:
The customer reported to baxter (B)(4) of an administration set for blood and blood components in which "a brown / red residue was found on the plastic of the drip chamber. The set was in use with hartmann's fluid, (and) was removed from the patient." The process step was during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. Visual inspection revealed that the bush inside the chamber was slightly smudged. The reported condition was confirmed. The root cause may have been attributed to the madrel pins that hold the mentioned bush during manufacturing. One of these pins may have smudged the bush at the start of production after being idle for a considerable amount of hours. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.